Event description:
It was reported that a magnesium infusion, which was supposed to infuse over 2 hours was found empty after 15 minutes. The magnesium was set-up as a secondary infusion. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The pump modules were received for evaluation and an investigation is pending. The disposable tubing involved was discarded. A follow up report will be submitted once the investigation has been completed.